Manufacturer narrative:
E1- establishment name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the cutting wire broke during a therapeutic endoscopic retrograde cholangiopancreatography procedure, involving an olympus single use 2-lumen sphincterotome. There was no patient injury reported.